Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was blank. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the display was blank. The remote service engineer (rse) provided the customer with the part number and price of the replacement liquid crystal display (lcd) for repair. The customer replaced the lcd, but the issue remained. The rse advised the customer of the latest version of the service manual and that the problem may be with the user interface (ui) printed circuit board assembly (pcba). The rse provided the customer with the part number of the replacement ui pcba for repair.

Manufacturer narrative:
Per good faith effort (gfe) response received, the biomedical engineer ultimately replaced the pm pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The biomedical engineer (bme) replaced the user interface board, but the display was still blank. The remote service engineer (rse) suggested that if the bme had a spare power management (pm) board, the bme could swap it out to rule out a possible defective pm pcba as the root cause. Upon swapping the pm board, the bme discovered that the issue was resolved. The bme found that there was a defective component on the pm pcba. The rse provided the bme with the part number of the pm pcba for repair.